Event description:
At the onset of a trauma case, the unit was inoperable. Usage of the device was discontinued. Another unit was obtained to successfully deliver blood products to the patient in the emergency room. The patient was transferred to the operating room for emergency surgery for multiple injuries suffered as a result of an auto accident. After the event, hospital bio-med reviewed the inoperable device and found external physical damage consist with drop damage and damaged multiple components on the device.

Manufacturer narrative:
Evaluation summary: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.